Event description:
Additional information received reported that the previously reported death was a non-cardiac death resulting from infection caused by arteriosclerotic obliteration.

Event description:
During index procedure the patient had one endeavor sprint stent implanted in the r-pav. Approximately 27 months post index procedure, the patient suffered a subarachnoid haemorrhage. It is not assessed if the event was related to the device. It is reported that the patient death occurred approximately 38 months post index procedure. The cause of death is unknown. It is not assessed if the event was related to the device.

Event description:
It was confirmed that the left main to lcx was treated during the index procedure and not the r-pav as initially reported. Approximately 17 months post the index procedure the patient underwent revascularization of left main to lcx with poba.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Results: inherent risk of procedure (cva/stroke and death). (B)(4).